Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, unable to login and nurses were unable to pull medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login into the server. A technical support specialist (tss) dialed into the server and encountered an error while launching the es webpage. Server application logs were reviewed and showed structured query language connectivity issues indicating the database source was not accessible. Attempts to connect to the server timed out, and rdp access from the application server also failed. An error in remote support service indicated the service had terminated unexpectedly. It team reported systems were down and was advised to have it reboot the report server. Findings were also communicated via email, and the root cause was identified as a data base server frozen, which was resolved after the host rebooted the server. The system functioned as intended after the technical support specialist troubleshot the device.